Manufacturer narrative:
Correction: device code corrected. Additional information: b5: medical intervention details provided. H6: clinical signs code and health impact code updated. The quality investigation is complete.

Event description:
It was also reported that the medical intervention required was a laminectomy and, an MRI was required.

Event description:
It was reported that during a spine surgical procedure the bone cement was placed in the incorrect location. It was also reported that there was no product malfunction and medical intervention was required to prevent permanent impairment.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. D4: full UDI is not available due to missing information (unknown lot#).